Event description:
Patient reported directly to mitek via phone. Pt reported that pt had surgery in 2001. The surgeon in the case used two mitek rapidloc device to repair the meniscus. As a result of pain and swelling a second case was performed in 2002. The rapidloc were removed at that time. Patient continued to have pain and went to another surgeon. A third procedure was performed in 10/02. It was noted in the case that there were two deep ridges on the femur, which looked like they had been caused by some type of mechanical grinding. Patient forwarded information (including photos) from the original procedure. As a result of surgical intervention an MDR is being filed to document this event. As the specific rapidloc part number is not known co has used rapidloc p/n 228320 for the purpose of reporting, tracking and trending.